Event description:
Patient presented in 2003 with "worsening pain, nausea, posterior headache." The pump remains implanted with "low battery" and is filled with saline. The patient is "on oral meds only at present time."